Event description:
This event was reported as: valve explanted, reason unknown. No further info provided.

Manufacturer narrative:
B5: this event was reported as prophylactic replacement and therefore not reportable.